Event description:
It was reported that they were getting gridlines in the images causing the patient to be re-exposed. It was determined that the grid needed to be reset. Once this was done, the unit is working as intended.